Event description:
The surgeon attempted to implant a cc420bf collamer plate lens, diopter +21.5, but as it was being ejected, the foam tip plunger bent and tore the lens. The lens touched the eye, but was not implanted. There was no patient injury. The nurse stated the surgeon felt the foam tip plunger was defective. An indigo-p injector and an sfc-25 fp cartridge were used, but the contact was unable to recall the lot numbers.

Manufacturer narrative:
Evaluation codes: method- work order search. Results - a work order search was performed and no similar complaints were found within the work order.